Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that the 3d model was cutting off part of the cheeks. This anatomy was present in the MRI scans. This occurred with all the scans that the site had for the patient for the day, but the model loaded correctly with old scans. The manufacturer representative was unable to threshold the image to correct the issue. Technical services suggested using crop instead of threshold but the rep was unable to press the crop button. To move forward with the case, the rep was going to merge to an old exam and blend down the old exam. The procedure continued as planned. There was a delay on about 30-45 minutes. There was no reported impact on the patient.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.